Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii catheter was defective/damaged. (B)(6) patients in the cardiac ultrasonography to enhance the examination, nurse comply with medical advice to prepare to give the patient intravenous injection, ready to use the material found in the closed intravenous needle hose surface is not smooth, there is a thorn, and hasten to replace one.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3290316. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
No additional information.